Event description:
It was reported that; cages collapsed.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: a manufacturing review of the device was performed and indicated no discrepancies or anomalies. Based on the fatigue testing results, the surgeon must consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact the performance of the intervertebral body fusion device. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g. Substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device. Information regarding patient weight, lifestyle and post-op activity level is not available and cannot be evaluated. Conclusion: the reported device remains implanted therefore a plausible root cause cannot be identified conclusively.

Event description:
It was reported that; cages collapsed.